Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable pump. The patient's skin was thin and started to break through over the pump. The pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.